Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection. The device had reached end of life (eol). Charge time was 31.5 seconds and monitoring voltage was 2.28 v. No adverse patient effects have been reported.

Manufacturer narrative:
Technical services discussed that the device should be replaced as soon as the physician deems medically appropriate. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.